Manufacturer narrative:
A1:(B)(6). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1 mm vticmo12.1 implantable collamer lens of -8.0/1.5/066 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault without rotation and the problem resolved. The cause of the event was reported as unknown.